Manufacturer narrative:
Although a definitive conclusion cannot be made regarding the source of the reported infection, patient factors including driveline exit site management and this patient's previous driveline site infections may have contributed to this reported event. Based on available information no conclusion can be made regarding the relationship of the staph bacteremia and the device or treatment. Although a definitive conclusion cannot be made, patient's clinical factors including comorbidities may have contributed to the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains driveline infection as a potential event that may be associated with use of the product and communicates potential causes and scenarios that could lead to driveline infection. Moreover, the IFU further educates the user on the precautions and warnings to reduce the incidence and severity of infection. Infection and sepsis known potential adverse events associated with the implantation of all vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per dt2 clinical study database ae17: staph bacteremia likely is driveline infection. Patient completed vancomycin/zosyn treatment for 8 days. No additional information provided.